Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges defective implant, pain and tenderness in hip and groin that never went away. Doi: (B)(6) 2003 ; (B)(6) 2015 (left hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, pfs alleges metal in the blood and several infections. After the review of medical records, it was reported that the patient was revised to address failed mom prosthetic hip with deep infection. Revision notes reported of large intra-articular pseudotumor, elevated inflammatory markers, synovial aspirate grow staph epidermis, and infection. Surgeon indicated that there was a large abdominal fluid collection, elevated metal ion levels and pseudotumor. Added stem since it was revised and due to alleged elevated metal ions. Added cup due to alleged infection. There were no lab results provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metallosis. After review of medical records, patient was revised to address failed metal on metal prosthetic hip with deep infection. No further information provided.

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up report #1. Follow up #2 submitted on 2/15/2018 should have been submitted as follow up #1. Follow up # 3 submitted on 2/15/2018 should have been submitted as follow up #2. Follow up # 4 submitted on 3/5/2018 should have been submitted as follow up #3. Follow up # 5 submitted on 7/29/2019 should have been submitted as follow up #4. Although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.